Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 40 mg/dl with symptoms of dizziness. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had remained on the pump at the time of the call. The reporter stated that the patient had taken 90 units of lantus in the morning, and then started pump therapy in the afternoon without taking into account the earlier dose of long acting insulin. It was also alleged that the patient programmed their pump with no input from a healthcare provider. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event as a result of use error of the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 02/14/2017 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2017. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range. The alleged issue could not be duplicated.